Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided: not returned by attorney.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 5 years post implantation due to allegations of pain, loosening, elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately 5 years post-implantation due to metallosis, elevated metal ion levels, pain and popping of the joint. During the procedure, dark fluid was noted. The modular head and taper adaptor were removed and replaced. An acetabular bearing was implanted to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total right hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to allegations of pain, loosening, elevated metal ion levels, and tissue and bone destruction. The modular head and taper adaptor were removed and replaced. It was further reported that metallosis and elevated metal ion levels were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.